Manufacturer narrative:
The device was not returned for investigation. No conclusion can be made.

Event description:
On march 23, 2007, a clinical incident involving a turobvac 90 arthrowand was reported to arthrocare corporation. Seven mos following an arthroscopy procedure of the shoulder, the pt returned to seek treatment for pain in the pt's shoulder. An x-ray was performed and a fragment was confirmed to be present. A second procedure was performed two weeks earlier, to treat the pt. The fragment was not found during the second procedure. Three days later, the physician provided the following postoperative diagnosis: pt's pain was due to rheumatoid synovitis that was treated with debridement during the second operative procedure.